Event description:
It was reported that episodes of non-sustained lead noise due to post-paced t-wave oversensing was observed on session records. Programming changes were recommended. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.